Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported leak/splash and hub break were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that resistance was noted during withdrawal and force was applied. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use (IFU) states: if during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation and/or break include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or during use of the device, interaction with the anatomy and/or accessory devices. Factors that may contribute to a leak/splash include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, may have contributed to the reported difficult to remove and observed collapsed inner and outer members, causing the reported material separation; however, this cannot be confirmed. The reported leak/splash and hub break were not confirmed during return analysis testing. In addition, it was reported that resistance was noted during withdrawal and force was applied. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from no to yes. E1 correction: initial reporter: physician (B)(6) & non-abbott reporter (B)(6).

Event description:
Subsequently, returned device analysis observed that there was no damage and no leak noted on the hub of the first and second xience xpedition sds. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that resistance was noted during withdrawal and force was applied. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: if during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation and/or break include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or during use of the device, interaction with the anatomy and/or accessory devices. Factors that may contribute to a leak/splash include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, may have contributed to the reported difficult to remove, causing the reported hub break and material separation, ultimately contributing to the reported leak/splash; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a de novo heavily calcified, heavily tortuous left anterior descending coronary artery. During advancement of a 3.00 x 38 mm xience xpedition drug-eluting stent delivery system (sds), resistance was noted due to anatomy and the sds failed to cross. The hub was noted to fracture and separate into two parts, resulting in fluid contrast leakage. During removal, resistance was noted with anatomy and force applied. A new 3.00 x 38 mm xience xpedition sds was advanced and also met resistance due to anatomy and failed to cross. The hub also fractured, separated into two parts and resulting in fluid contrast leakage. During removal, resistance was also noted with anatomy and force applied. A 3.00 x 33 mm xience xpedition des was advanced and failed to cross due to anatomy. A new xience stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.